Event description:
Received kidney from opo (organ procurement organization), implanted in patient. Approximately 43 days after implant, received general notice from (B)(6) regarding the contamination of organ preservation fluid. The following day, received notice from opo that they had used the affected lots. Two days after opo notice, received notice from opo that one of our patient's had received kidney from the affected lot of contaminated organ preservation fluid. Our hospital epidemiologists reviewed patient chart. Determined that patient complications were not due to contaminated fluid.